Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse found the lower display had a line running across the screen. The fse replaced the graphic user interface (gui) flex cable, which resolved the reported issue.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not in patient use at the time of event.